Manufacturer narrative:
Corrected data: the initial report 3012236936-2024-0001356 incorrectly reported section h6, device code(s) as 1069-break. This current report captures the correction below. Section h6, device code(s): 3020 scratch. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) had a scratch at the 2-3 o¿clock area. The issue was noticed after the iol was implanted. The doctor removed the lens and replaced it with a backup of the same model and diopter. There were no additional complications such as such as a capsule tear, vitrectomy, or incision enlargement. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5, patient information: unknown/not provided. Section b3, date of event: information unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the customer provided photos were evaluated. The photos display the suspect product implanted into the eye with the lens appeared to have scratch like damage on the optic body. The observed damage is in the lens paracentral area, around the 12 o¿clock location in relation to the photo. Based on photo evaluation it cannot be determined the origin or source of the complaint event. Since no suspect product was received, no further evaluation was performed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.